Event description:
Per the clinic, the patient experienced facial paralysis six days after implantation surgery on (B)(6) 2026. Subsequently, the patient was prescribed steroids (specific type, date and duration not reported) and the condition was reported to have improved. The implanted device remains.